Event description:
During the operation, foreign material like glue of the seal was found in the package of product. The surgeon used other product.

Manufacturer narrative:
Investigation in process but not yet complete.